Manufacturer narrative:
(B)(4). Concomitant medical products- nkii durasul poly patella sz 0, 10mm catalog# 630110104 lot# 60585149, nkii np stem tibial catalog# 630701210 lot# 61307420, nonporous femoral component size 2 right for cemented use only catalog# 630700021 lot# 61120735, durasulâ¿¢ congruent tibial insert use with baseplate size 1,2 size 1,2 right 11 mm height catalog# 620108911 lot# 61016223. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that patient is experiencing pain and swelling following a knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that patient is experiencing pain and swelling on his knee twice the size of his other knee due to fluid post implantation. The fluid will not be removed as it could be more dangerous than leaving it. Patient¿s tibia fractured under his device but has healed nicely. Patient falls all the time. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The new information received indicates that the patient sustained a tibial fracture that healed, unrelated to the swelling of the knee initially reported. According to the patient the tibial fracture is related to their condition. The swelling is also caused by the patient condition, based on the additional information they provided. But the reported swelling and fracture cannot be confirmed. Therefore, this new information does not change the previous conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.